Event description:
A customer in (B)(6) notified biom¿rieux of false positive results for two samples from the same patient in association with the vidas¿ sars-cov-2 igm (9com) 60t (ref 423833, lot 1008093230). The patient was being tested for screening purposes and testing included the vidas¿ sars-cov-2 igm and vidas¿ sars-cov-2 igg. Initial and repeat analysis with the vidas¿ sars-cov-2-igm both obtained positive results while the vidas¿ sars-cov-2 igg obtained negative results both times. A nasal swab was also collected and tested using a pcr method, which obtained a negative result. A sample was also sent to an external laboratory where the sample was tested with the maglumi method. The maglumi method obtained a negative igm result. First collection: (B)(6) 2020. Vidas sars cov 2 igm : tv = 3.51 positive. Vidas sars cov 2 igg : tv = 0.01 negative. (B)(6) 2020 : nasal swab: negative pcr. Second collection: (B)(6) 2020. Vidas sars cov 2 igm : tv = 3.19 positive. Vidas sars cov 2 igg : tv = 0.00 negative. Mag-lumi igm : 0.96 (negative, near cut off). Mag-lumi igg: negative. It was reported that the patient takes a daily anti-allergen vaccine for parietaria and dust mites. The customer inquired if this could be causing false positive results since the maglumi result negative but was close to the cut off. There is no indication or report from the customer that this event led to any adverse event related to the patient's state of health. A biom¿rieux internal investigation has been initiated. Note: reference 423833 is not sold or distributed in the united states. However, u.s-only product reference, 423833-01, has the same formulation and physical properties as reference 423833.

Manufacturer narrative:
This report was initially submitted following notification from a customer in (B)(6) regarding false positive results for two samples from the same patient in association with the vidas® sars-cov-2 igm (9com) 60t (ref 423833, lot 1008093230). Biomerieux requested the customer¿s sample to be returned; however, the sample was not available. The analysis of the batch history records of vidas® sars cov-2 igm batch 1008093230 / 210514-0 showed no anomalies during the manufacturing, quality control, or packaging processes. No non-conformities or CAPA¿s were linked to the customer's complaint. Three (3) internal negative samples were tested on vidas® sars cov-2 igm batch 1008093230 / 210514-0 (retain kit). All the results were within specifications, and there was no significant difference compared to the results observed before the batch released. Ten (10) samples collected before the pandemic (so expected negative) were also tested on vidas® sars cov-2 igm batch 1008093230 / 210514-0 (retain kit). All of the samples gave a negative result. The lab did not reproduce the vidas® sars cov-2 igm positive result. Without the customer's sample biomerieux cannot further investigate on the potential interference. The positive result could be due to an interference such as-but not limited to rheumatoid factor, or anti-nuclear antibody. The following is mentioned in the package insert of vidas® sars cov-2 igm assay at section limitations of the method: "the individual immune response following sars-cov-2 infection varies considerably and might give different results with assays from different manufacturers. Results of assays from different manufacturers should not be used interchangeably." Data from the investigation supports that vidas® sars cov-2 igm ref. 423833 batch 1008093230 / 210514-0 is functioning as intended.